Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m7c2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via the manufacturers' representative (rep) reported that there was a lack of efficacy. There was shock with telemetry of the patient's remote. It started after e stim of the patient's knee. Impedances were all normal during impedance check. The issue resolved at the time of report. Lead was replaced on (B)(6) 2015 and the stimulator on (B)(6) 2015. Additional information from the rep reported that the lead was fractured and not retrieved. The patient wanted the battery tested for premature depletion. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m7c2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Analysis of the implantable neurostimulator ((B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.